Manufacturer narrative:
The expiration date of the albt2 reagent is 29-feb-2024. Based on the customer's repeated measurements of the sample, the investigation verified that the prozone check works. The investigation did not identify a product problem. The cause of the event could not be determined.

Manufacturer narrative:
The patient's tpu3 initial result was accompanied by a data flag that invalidated the result. This indicates a very high concentration level in the patient sample. The customer reran the patient samples five times in normal mode. The results were 63.68 mg/dl, 67.24 mg/dl, 69.10 mg/dl, 68.47 mg/dl and 64.45 mg/dl. All of the results were accompanied by a data flag that invalidated the results. The customer has now implemented a rule in their middleware blocking urine alb-t results when the tpu3 results are flagged. The customer stated that the patient sample was not recentrifuged after being thawed from the freezer before it was rerun. The customer stated that it was a little cloudy when it was frozen. The investigation is ongoing.

Event description:
The initial reporter received a questionable albt2 tina-quant albumin gen.2 result for one urine patient sample tested on the cobas 6000 c 501 module. The initial result was reported outside of the laboratory. The doctor questioned the result which promote a rerun of the patient sample. On (B)(6) 2022, the initial result was 14.66 mg/dl. On (B)(6) 2022, the first repeat result was 67.98 mg/dl with a data flag that invalidated the result. The second repeat result using decreased mode was 414.92 mg/dl. This repeat result was deemed correct. The reagent lot number is 641706. The expiration date was requested but not provided.